Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report thrombus during use of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. When advancing the steerable guiding catheter (sgc), just before crossing the septal, thrombus was identified in the right atrium attached to the guide wire. Aspiration was attempted but was unsuccessful. More heparin was administered and after a while the thrombus was gone. The procedure was continued, a total of one clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. It is the physician's opinion thrombus was caused by the guide wire. It is the physician's opinion the mitraclip or mitraclip procedure did not cause or contribute to thrombus, however it cannot be said for certain if thrombus was present prior to the sgc reaching the right atrium. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Lot number corrected; expiration date corrected device manufacture date corrected the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of thrombus appears to be due to procedural conditions as in physicians opinion, the guidewire likely caused the creation of thrombus. It should be noted that the reported patient effect of emboli (thrombus) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.